Event description:
During scheduled testing/inspection, it was reported that the device illuminated the wrench icon when a new charge pak (internal battery charger) was inserted. Physio-control device eval found the internal hlc and charge pak (battery charger) depleted. The device was unable to power on and provided defibrillation therapy in the observed condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control's further extensive device testing at the failure analysis center was unable to conclusively determine the cause of the battery depletion. A replacement device was provided to the customer.